Event description:
It was reported via repair work order that the footend/headend lift motors were inoperable causing the bed to be stuck in reverse trend due to faulty cpu and coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.